Event description:
Customer reported being recently hospitalized due to high blood glucose levels. Blood glucose level was 763 mg/dl at the time of admission. Customer was wearing the insulin pump at the time of hospitalization. Customer reported that upon removal, the cannula was bent and dripping. Troubleshooting showed that the insulin pump was functioning properly. Blood glucose level was 425 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.